Event description:
Caller reported a malfunction on pump, specifically malfunction code 12, and noted that no significant events occurred beforehand. There was no adverse impact to customer¿s blood glucose level. Customer was guided by technical support on how to reset pump, which successfully prevented recurrence of malfunction. Customer was advised to monitor for any future issues and contact support if problems reappear.